Event description:
A report was received that a patient's wavewriter ipg was explanted due to charging difficulties. The patient had a lead revision surgery (see report # 3006630150-2020-00498) and during the revision, the physician used monopolar electrocautery. During that lead revision, impedances could not be checked with 3 different remote controls. The patient was implanted with a new ipg and is doing well with good pain coverage.

Manufacturer narrative:
The returned ipg was analyzed and it was concluded that the ipg was damaged due to user error. The probable cause is unintended use error caused or contributed to event.a review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that a patient's wavewriter ipg was explanted due to charging difficulties. The patient had a lead revision surgery (see report # 3006630150-2020-00498) and during the revision, the physician used monopolar electrocautery. During that lead revision, impedances could not be checked with 3 different remote controls. The patient was implanted with a new ipg and is doing well with good pain coverage.